Event description:
On (B)(6) 2010, a customer reported that she received on her freestyle lite blood glucose meter the readings of 186 mg/dl on (B)(6) 2010 at 9:00 pm and 192 mg/dl on (B)(6) 2010 at 9:15 am. The customer reportedly thought the readings were higher than she felt. The customer further reported she started experiencing symptoms of hypoglycemia on (B)(6) 2010 at 9:00 pm, and then on (B)(6), 2010 she continued to experience symptoms of hypoglycemia (lethargy and diaphoresis) and lost consciousness. The paramedics were called and the customer reported she was treated with an intravenous "sugar water". In addition, the customer reported she ate food to counteract the event. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the lesion is located in the right coronary artery. The vessel is characterized as being mildly tortuous and moderately calcified with 90% stenosis. A non-abbott stent was implanted at the lesion site before angiography revealed that the middle of the stent is not fully dilated. The voyager nc device was inflated but the balloon ruptured at 14 atmospheres during its first inflation. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
The customer returned meter (B)(4). The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was found in the internal memory log of the meter.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.